Event description:
It was reported that the patient was experiencing pain at the ipg pocket site. It was also noted that the patients ipg would not charge and was not able to connect to the remote. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.